Event description:
It was reported that an alert/notification settings occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed audio test. An alarm/alert manual test was performed and failed due to speaker installed not completely flat. The speaker/vibrator resistance was measured and passed. An internal visual inspection was performed and failed due to assembly error. Pictures were taken. Receiver vibration/sound manual test was performed and failed intermittently. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as low audio output via product. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).